Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and linear opening. A leak test was performed and found one opening. A microscopic analysis identified a smooth linear opening on the radius side in the same location of the crease, assessed as a fold flaw opening. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a smooth crease opening assessed as a old flaw opening.

Event description:
Patient reported right side deflation. The device has been explanted.

Event description:
The device has been explanted.